Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the second anchor misfired post-deployment in the capsule, it did not hold in the capsule and came out. A backup device was used to complete the surgery. No patient injury or other complications were reported.

Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pulled out of the patients meniscus. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not penetrating the outer meniscal fragment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.